Event description:
Lf customer support reports via e-mail that customer called stating that the injector arm fell off the equipment. Addendum 06/14/06: spoke with technologist performing procedure when failure experienced. Technologist states that he had loaded a syringe into the injector powerhead and was moving the unit to the back of the scanner when the arm failed, allowing the powerhead to drop approximately two feet onto a trash container. Patient was not connected to the injector system. No injuries experienced. Technologist did comment that they had noticed the joint where the arm is connected to the horizontal suspension arm was broken, but does not know if service for repair had been called previous to this event.

Manufacturer narrative:
Liebel - flarsheim manufacturer report: the mcmahon suspension arm was returned and evaluated by product engineer. The arm is the older style involved in the 2002 recall by mcmahon. The arm was cracked at the weld, characteristic of the recall issue. I investigated and found that cabell did receive notification of the recall in the final contact effort in july 2005. The hospital had indicated that they thought that of the two systems in house, one arm had been changed but were not sure. We sent a fse back and discovered that the second injector suspension arm had previously been changed to the new version. The returned complaint arm was replaced with mcmahon's (currently called one zone) newer style that replaced arm style. Injector returned to full service by the customer.